Event description:
Information previously reported in this regulatory report no longer pertains to this device and will now be captured in manufacturing report number 3004209178-2014-21783. Any additional information will be sent under this report number.

Event description:
It was reported that the patient was not able to adjust stimulation. The display was showing ¿call your doctor¿ icon. The patient reported power on reset (por) condition. The patient saw the warning por on (B)(6) 2014. Refer to manufacturer report number 3004209178-2014-21783.

Manufacturer narrative:
Concomitant products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3587a25, lot# n231018, implanted: (B)(6) 2012, product type lead: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: 2(B)(6) 012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).